Event description:
It was reported that this patient underwent a right hip replacement. Subsequently, they were revised due to instability. The patient was last known to be in stable condition following the event. No further information is available.